Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer wants information on the device's electrical safety. There was no reported patient involvement/adverse patient impact.